Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir had failed to lock twice on the insulin pump. The customer reported the self test was not responding. Customer reported damage to the insulin pump. The customer also reported that the mouth part of the battery compartment was chipped. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No device test failed anomaly noted during test. Device received with broken battery tube threads and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.